Event description:
The customer was hospitalized for dka. The customer indicated that the manual injection did not work. Troubleshooting was performed. The programming and histories on the pump were accurate. Also a fixed prime test was completed and the insulin exited. Explianed the customer that the pump was operating as designed and does not need to be replaced. Instructed the customer to change the set and use injections as per md protocol.